Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
It was reported that revision surgery of the left hip was performed. Symptoms of metallosis reported. Blood cobalt levels were found to be elevated at 47 ng/l.